Event description:
It was reported that during engineering evaluation it was discovered that the small battery drive device was heating up and was making an unusual noise. This event was not related to surgery. There were no injuries or medical intervention or prolonged hospitalization associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the ball bearing, motor assembly or electronic control unit (ecu) were defective. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to worn components from normal use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.